Event description:
Contact reported that the spinal cage broke into two pieces during insertion. The smaller portion that was threaded onto the insertion instrument was removed. However, the major portion of the cage was left in place and was implanted. As a compromised implant was left in place, a medwatch report is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force. At this time, the complaint is considered to be closed.